Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the cartridges had been in use for more than 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer changed the pump supplies multiple times to resolve the issues and resume insulin therapy.